Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. This is a final report.

Event description:
The user's hearing performance with the device is affected after a trauma on (B)(6) 2024. The user has been explanted.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected after a trauma on (B)(6) 2024. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a trauma on (B)(6) 2024. Re-implantation is being considered, but no date has been scheduled yet.